Event description:
The patient had a follow-up appointment and it was stated that regarding the increase in seizures, these are believed to be due to autostimulation not working. The increase was back to pre-vns baseline levels. The autostimulation levels were adjusted the np plans to track progress. No additional information has been received to date.

Event description:
The patient's nurse reported that she stated that previously she was able to get the heart rate detection to work however when the patient came in she noticed that the average autostims was saying 0. She then tried to detect the patient's heart rate and saw dashes appear. No additional information has been received to date.

Event description:
It was reported from a nurse that a vns patient was having seizure clusters all of a sudden and when interrogated he had zero autostimulations happen since (B)(6) 2019. He stated that prior to this, he had an average of 125 autostimulations per day. He said he was set at level 4 sensitivity and that when they went to check detection, it wasn't detecting any heart rate. He stated that they had changed the sensitivity to 3 and it started detecting again. No additional/relevant information has been received to date.